Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.") The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer experienced a low blood glucose (bg) level was 50mg/dl and food was consumed to address the bg level. Reportedly, the low bg level was caused by the customer entering the wrong carbohydrate information when entering programming the correction bolus. Recommendation was made to consult with their health care provider to discuss diabetes management. Additionally, it was reported an occlusion alarm occurred after an infusion set change. A cartridge change was performed resolving the issue.